Event description:
It was reported by the surgeon to the sales rep that the alumina head had broken inside the patient. The surgeon reported that he initially thought it was the liner that had broken but following a CT scan he saw it was the head itself that had broken.

Event description:
It was reported by the surgeon to the sales rep that the alumina head had broken inside the patient. The surgeon reported that he initially thought it was the liner that had broken but following a CT scan he saw it was the head itself that had broken.

Manufacturer narrative:
The returned head had fractured into many fragments. A material analysis has been performed. The report concluded: there was no evidence of manufacturing or material defects observed on the returned femoral head or insert. The lack of a continuous metal transfer ring around the proximal end of the taper indicated that the head may not have been properly seated on the stem trunnion/adaptor sleeve. The event was confirmed. Insufficient medical records were received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Chr indicates there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an 32/0 alumina ceramic head. Additional information has been requested and if received, will be provided in the supplemental report.